Manufacturer narrative:
Argus case (B)(4). Product complaint investigation completed 15 may 2019: quality issue # (B)(4); lot dh0138. An investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All the raw materials used in the manufacture of the bulk were approved. The product was manufactured and stored at gsk (B)(4) according to conservation condition. This type of complaint is related to different individual factors associated with dental prosthesis. If consumers improperly place the dental prosthesis, especially leaving a space between them and the cream, is possible that the product cannot reach the expected adhesiveness. Additionally, the consumer is expected to have different experiences based on various individual factors, such as the adjustment / placement of dental prostheses and their oral anatomy, which can determine the performance of dental adhesive creams. Due to the performed investigation the present complaint is considered unsubstantiated. Product complaint investigation completed on 15 may 2019: quality issue - (B)(4), lot dh0138. The complaint refers that the product has empty primary packaging and does not hold. An investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All the raw materials used in the manufacture of the bulk were approved. The product was manufactured and stored at gsk (B)(4) according to conservation condition. This type of complaint is related to different individual factors associated with dental prosthesis. If consumers improperly place the dental prosthesis, especially leaving a space between them and the cream, is possible that the product cannot reach the expected adhesiveness. Additionally, the consumer is expected to have different experiences based on various individual factors, such as the adjustment / placement of dental prostheses and their oral anatomy, which can determine the performance of dental adhesive creams. Due to the performed investigation the present complaint is considered unsubstantiated.

Event description:
Cardiac problems [heart disorder]. Caused him more salivation [saliva increased]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cardiac disorder in a (B)(6) male patient who received double salt dental adhesive cream (corega ultra cream without flavor) cream (batch number dh01382, expiry date 31st july 2020) for prosthesis user. This case was associated with a product complaint. On (B)(6) 2019, the patient started corega ultra cream without flavor at an unknown dose once daily. On (B)(6) 2019, less than a day after starting corega ultra cream without flavor, the patient experienced cardiac disorder (serious criteria hospitalization) and saliva increased. On an unknown date, the patient experienced product complaint. The action taken with corega ultra cream without flavor was unknown. On an unknown date, the outcome of the cardiac disorder and saliva increased were not recovered/not resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the cardiac disorder and saliva increased to be related to corega ultra cream without flavor. Additional details: the patient reported he started using corega ultra flavor free cream and it was the fourth or fifth time he bought the smaller packaging to be able to carry it in the pocket. The problem it was not coming the correct amount. Today ((B)(6) 2019) he opened one unit and it went down in half until it started coming out a little bit. The week before the last one he opened another one and it also went down in half (as reported). This was not normal. Besides, it was not holding appropriately. The patient reported that besides being an expensive product, it causes him more salivation, however, he got used to it. It was also reported he had cardiac problems and was in the intensive care unit. Corrective treatment: he did not know why he got cardiac issues and was in the intensive care unit. He received a lot of medication, but did not know which ones. Follow up information received on (B)(6) 2019: patient was asked if any medications were taken for salivation then patient replied that he ended up receiving without knowing what was being done. As he had a cardiac problem and was in the intensive care unit and had a lot of salivation, they were giving him even those shower towels so then he could salivate and he do not know if they gave him any medication or not. Follow up information was received from quality assurance department on 15 may 2019: quality assurance analysis revealed the complaint to be unsubstantiated.